Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml baclofen at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had eroded through the skin. It was reported the patient previously had a 20ml pump but had it replaced with a 40ml because of how frequently they had to get refills. The pump had eroded through the skin at the abdominal pocket site. The patient went to the emergency room and the pump was explanted by an on-call neurosurgeon. No infection was found. The patient status at the time of the report was "alive-no injury." No further complications were anticipated/reported. It was unknown if the issue was resolved at the time of the report.